Event description:
On (B)(6) 2025 mpxr 1351860 (rep, hcp, for): information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having oblique lumbar interbody fusion (olif) for lumbar spinal stenosis. It was reported that when the fusion device was almost in position during implantation, the tip end connected to the fusion device broke. The broken part was removed, but the portion already implanted could not be removed. Since it was relatively intact, it was left inside the patient to serve as structural support. There were no patient symptoms reported. There were no further complications reported regarding the event.

Manufacturer narrative:
E: first name and last name of initial reporter is unknown g2: country of origin is china h6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. ¿this regulatory report is being submitted due to retrospective review.¿ medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.